Event description:
Account contact reports: a pt sprained her ankle. Tape was applied to her ankle and a rash developed almost immediately. The pt developed a secondary cellulitis infection due to the severity of the rash. The pt was treated with antibiotics and steroids. A sample was not available.